Event description:
Information received from affiliate. Eye care professional reported pt with eye infection and purulent discharge. The pt was hospitalized for 11 days and was released in 2004. A culture was performed and the results were negative. The infection was reported to have been "cured" at the time of discharge. Additional information was requested but not received.